Event description:
It was reported that the patient presented for right ventricular (rv) lead revision due to over-sensing of noise. The rv lead was capped and successfully replaced on (B)(6) 2023. The patient was stable prior to as well as after the procedure.